Manufacturer narrative:
The field service engineer (fse) discovered a small pin hole in the hemoglobin restrictor tubing. The fse replaced the restrictor tubing and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the pin hole in the tubing. A definitive root cause is unknown. (B)(4).

Event description:
The customer reported approximately 20 milliliters of clear fluid dripped from under the instrument during system startup involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated patient results were not impacted. There was no patient impact associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.